Event description:
The pt reported she is missing segments on her insulin infusion device display screen. She stated the device has not been dropped or exposed to extreme temperatures, moisture or electromagnetic fields. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.